Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where the customer reported that the device overdelivered during patient use. The customer reported that the sr entered volume to be infused (vtbi) as 300ml and time as 3 hours and that the pump infused in less than an hour. The pump showed vtbi complete. Blood was infusing. The customer reported no fluid/medication was actually left in the container when the issue was noted. The pump settings were rate=71.4, vtbi=250, duration=03h30. Blood bank called twice to confirm the volume of a unit of blood. 1 person said it is +_300/350 mls. There was no alarm. The bag was just empty and the device was programmed accordingly. There was no difficulty in programming or initiating the infusion. No adverse event other than blood being transfused for less than 3 hours. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is has not yet been received.

Manufacturer narrative:
D9: date returned to mfg 30 jul 2024. Investigation summary: the reported complaint was entered vtbi as 300ml and time as 3 hours. Pump infused in less than an hour. N232(proximal air in line) and n186(distal occlusion) found in device history. Device history downloaded and maintained. It was noted in the `as-found condition: no physical damage noted r&d engineering was provided a copy of the pump logs. Engineering analyzed the pump logs and report log analysis team concluded as follow. Engineering summarizes: while the day began with a 20 ml infusion run to vtbi complete, the following activity indicated multiple reprogramming of an infusion: initially: vtbi 250 ml over duration 3:30 hours (calculated rate 71.4 ml/hr). Stopped by distal occlusion after delivering 92.7 ml (of the programmed 250 ml). Then, 2 min later, started vtbi 300 ml over duration 2:00 hours. Then, less than 1 minute later, the duration was changed to 3:00 hours. Then, 5 min later, the duration was again changed, this time to 1 hour. This infusion ran for another 52 min before alarming for proximal air (likely, ¿bag dry¿). In all instances, the pump delivered accurately within 0.4% (by volume) of the programmed values (design tolerance is +/- 5.0%). Conclusion: engineering evaluates the pump delivered accurately as programmed. Contrary to customer report, the pump did alarm when it stopped on detecting air in the proximal line. The probable cause of the customer report was user error (specifically, that the pump was reprogrammed by the user via keypresses to deliver over 1 hour while the customer believed the pump was still programmed for a 3 hour duration). Performance verification test, the device all pvt testing including delivery accuracy testing. The complaint is not confirmed. Probable cause: entered vtbi as 300ml and time as 3 hours. Pump infused in less than an hour - not confirmed as not confirmed through log review and not replicated during testing and was deemed by engineering analysis to be as a result of programming error by customer.